Manufacturer narrative:
(B)(4). Batch unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during the colorectal metastasis of gynecological tumor surgery, after fired, with irregular shape. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.